Manufacturer narrative:
Investigation evaluation: our evaluation of the returned device confirmed the report. The product received was returned in an opened tray. The only portion of the device that returned was the trigger cord attached to the barrel with four (4) bands, (three (3) black and one (1) amber). The two-way handle, irrigation adapter, two (2) black bands and loading catheter were not included in the return of the device. A knot was observed approximately 10 cm from the distal end of the barrel. We were unable to determine how the string became tangled/knotted. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. The subassembly device history record for the mbl string subassembly lot number said to be involved was reviewed. A discrepancy or anomaly related to the trigger cord being knotted was not observed with the product that was released for distribution. The subassembly device history record for the mbl string subassembly does contains a nonconformance that could potentially be related to premature deployment. The device goes through different inspections prior to leaving the facility. These inspections would have removed any nonconforming devices prior to distribution. Therefore, it is unknown how or at what point the bands became pre-deployed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for the reported observation could not be determined because the actual product handling conditions could not be duplicated in the laboratory setting. This limits our ability to conclusively determine a cause. The user is advised to visually inspect the device prior to using it. The instructions for use advise the user: "if package is opened or damaged when received, do not use. Visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use." If care is not taken when attaching the trigger cord to the hook of the loading catheter during system preparation, knotting of the trigger cord could occur. The instructions for use direct the user: "attach trigger cord to hook on end of loading catheter, leaving approximately 2 cm of trigger cord between knot and hook." During our laboratory investigation, it was observed that only four (4) of the six (6) bands were present on the barrel. Premature deployment of bands can occur if the product experiences excessive pressure during use and/or general handling. Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
In preparation for a procedure, the user selected a cook 6 shooter saeed multi-band ligator. As reported to customer relations: "the nurse took the 6 shooter saeed multi-band ligator out of the package and placed the string [trigger cord] portion of the shooter on the table. Then the threader/loader [loading catheter] was placed down the endoscope and the string was hooked onto the hook. At that time she noticed a knot in the string. The doctor said not to try to get the knot out but to get a new one. The procedure was completed with another device." There was no reportable information at this time. The device was evaluated on 09/18/2017. Only four (4) of the six (6) bands were returned on the barrel [premature band deployment].